Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
At the beginning of an arteriovenous fistula procedure, in the radial artery, the sheath body and the hub disconnected. No section of the device remained in the patient. This event did not cause or contribute to the need for an additional procedure.